Event description:
It was reported that no data issue occurred. The product was evaluated. An external visual inspection was performed and no damage. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and a defective transmitter was unable to download the log was found within the investigation window. The allegation was confirmed. The probable cause was determined to be defective transmitter. The reported event of no data issue occurred is reportable based on the finding of a defective transmitter was unable to download the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).